Event description:
The following was reported to kci by the nurse on (B)(6) 2012: on an unk date while on v.a.c. Therapy, the pt allegedly developed maceration to the peri-wound area of the foot that required surgical debridement.

Manufacturer narrative:
On (B)(4) 2012, the unit passed quality control (qc) checks and met specifications prior to pt placement on (B)(4) 2012. On (B)(4) 2012, after pt placement the unit passed qc checks and met specifications. Product labeling on line and in print states: "consider use of a skin preparation product to product periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with add'l v.a.c. Drape, hydrocolloid or other transparent film. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. Extra caution should be used for pts with neuropathic etiologies or circulatory compromise."